Manufacturer narrative:
An incorrect method code was reported on manufacturer report number 3003288808-2021-00365 and the correct code is being reported on this manufacturer report. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported loss of suction with a patient interface (pi). Additional information has been requested.